Event description:
Customer reports, an open heart pt in intensive care unit recovery was given a voldyne to use and immediately had an anaphylactic reaction. The pt was given epinephrine and is now stable. Customer wants to know if there is any substance or coating on the product that could cause this.